Event description:
It was reported that cs300 intra aortic balloon pump had a speaker problem. There was no patient involvement and no injury as the reported event occured during preventive maintenance.

Manufacturer narrative:
Due to character limit in the e1 section the full initial reporter's name is (B)(6). Updated fields: b4, b5, b6, b7, d5, d8, d10, e1- initial reporter name, event site email address, e2, e3, g1- contact person-mfg site, g3, g6, h2, h3, h6-(type of investigation code, investigation findings code, investigation conclusion code, health effect -clinical code, health effect-clinical impact code, h11. Despite good faith efforts (gfes), no response has been received for information regarding the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that cs300 intra aortic balloon pump had a speaker problem. The patient involvement is unknown.